Manufacturer narrative:
Device received with cracked display window corners and cracked lcd window noted. The test reservoir p-cap was able to lock in place. Device received with no button response on esc, act, up arrow and down arrow button due to flattened (no creased) dome switch. Connector was inspected and locked on lcd board noted. Unable to verify failed battery test alarm or no delivery or occlusion alarm due to keypads not responsive. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were difficult to pressed and extremely difficult to complete priming. Customer stated that insulin pump had rejected new battery and random unexplained no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.